Event description:
Following patient delivery, team attempting to give patient positive end-expiratory pressure (peep) through t-piece resuscitator in neo room. Per report, provider unable to achieve peep greater than 7 and had instances of losing peep during patient care. Of note - this has been reportedly happening with this product recently and cns (reporter) is working with product rep. And supply chain to investigate potential product change or defects affecting use of product.